Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. An additional observation not reported by the site was also identified. The instrument was found to have multiple input disks broken. Hairline cracks were found on the grip input shafts.

Event description:
It was reported that during central processing, the mega suturecut needle driver had a loose cable. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that there was no patient involvement, and the issue was noticed during the sterile processing inspection.